Manufacturer narrative:
Product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3986a, lot # n169844, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3986a, lot # n058203, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension; product ID 3986a, lot # n169844, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3986a, lot # n058203, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had her stimulator and leads removed due to an infection. The patient had a lymphoma removed that was close to the leads. The infection moved down into the patient¿s buttock. Further details were requested of the patients physician, but no information was known. If additional information is received a follow up report will be sent.